Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Event description:
Reportedly, during the implantation of the subject pacemaker, pectoral muscle stimulation was observed. It was reported also that the device has never been interrogated. The device was not kept implanted and will be returned for analysis, another pacemaker was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified

Event description:
Reportedly, during the implantation of the subject pacemaker, pectoral muscle stimulation was observed. It was reported also that the device has never been interrogated. The device was not kept implanted and will be returned for analysis, another pacemaker was implanted.

Event description:
Reportedly, during the implantation of the subject pacemaker, pectoral muscle stimulation was observed. It was reported also that the device has never been interrogated. The device was not kept implanted and will be returned for analysis, another pacemaker was implanted.